Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was cracked when it unfolded. Hence the lens was removed and replaced with another lens in the same surgery. There was patient contact but no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was returned submerged in a slim specimen jar in clear liquid. The lens was broken or cut into pieces with two of the broken pieces returned. One of the broken optic pieces contains a full, intact haptic. This optic portion was torn on the edge and has small cracked areas observed. The other returned optic portion has broken haptic damage observed in the haptic/optic junction. The broken haptic was not returned. This optic portion was scratched across the anterior surface. The optic has large cracked damage across the central zone of both optic portions. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was used. The device and lens were returned separately. The reported cracked optic damage was observed. Additional lens damage was observed. The root cause may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).